Event description:
It was reported that the pump touch screen was unresponsive, that out of range issues occurred between the transmitter and pump and that an altitude alarm occurred. Customer declined to troubleshoot the issue with tandem technical support; therefore the allegation could not be confirmed.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.